Event description:
The patient reported pain and bleeding at the insertion site (abdomen) after wearing the pod for 2.5 hours. The site was irritated, itchy and the patient was vomiting. The patient's blood glucose levels rose to 470 mg/dl and the patient went to the hospital. The patient was provided insulin for treatment and a new pod was successfully applied. The patient was discharged from klinikum nürnberg after 9 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available, cloud - omnipod 5 software app version data not available, cloud - smartphone operating system data not available, cloud - smartphone hardware data not available, cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.